Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 22, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not yet taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on aug 05, 2021.